Event description:
It was reported that the subcutaneous lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The defib conductor was stretched and there was a cosmetic depression on the outer insulation. The lead itself was also stretched and there was apparent explant damage.